Manufacturer narrative:
The referenced camera was returned to the service center for evaluation. The customer's reported no image malfunction was confirmed; during inspection and testing no image was found to be due to a defective (charged coupled device) unit. Additionally, the camera is equipped with a non-olympus cable unit. The cable's insulation is damaged and the internal wires are exposed with fluid invasion in the ccd unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that the high definition camera head reportedly had "no picture" during preparation for use. No patient injury or harm was reported. The camera will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an image was not displayed due to the faulty charge-coupled device (ccd) unit. It is also likely that the ccd unit became defective because a non-olympus cable was used. Olympus will continue to monitor the field performance of this device.